Event description:
It was reported the cpc connector is broken on the front of the machine. There was no pt involvement and no adverse pt consequences reported.

Manufacturer narrative:
Damage to drive connector or coupling - conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.